Event description:
Reporter indicated that during generator replacement surgery for end of service, device diagnostic testing of new generator connected to original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Pre-implant testing of the new generator was within normal limits and the lead connector pins were fully inserted into the generator connector block. Lead break is suspected. The lead was also replaced. Device diagnostic testing of the replacement ncp system was within normal limits, indicating proper device function of the replacmenet generator and lead. Further follow-up revealed that device diagnostic testing at office visit before generator replacement surgery resulted in high lead impedance reading as well (dc-dc code 7), indicating possible device malfunction before the time of the generator replacement surgery.